Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the airflow stopped and the check vent alarm was activated in prior to use check. There was no patient involvement..

Manufacturer narrative:
During further investigation (fi), a visual inspection of the exterior of this customer returned v60 ventilator did not reveal any signs of damage or contamination. The customer returned vent was booted into the diagnostic mode, the drpt report was downloaded and multiple error codes were found in the log. The power was cycled on and off 15 times without producing any errors. The air flow accuracy test was performed and passed. The v60 ventilator was allowed to run approximately two (2) hours during which time it was cycled on and off 10 times without generating any errors. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. This customer returned v60 ventilator was tested and no air flow failures were identified.